Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat into the cup. The surgeon had to cement the liner into the cup to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined for the liner not seating. During the investigation into the liner not seating it was identified that a ringloc + ring was attempted to be used with a ringloc shell and this combination is considered off label use as ringloc and ringloc + have two retaining ring designs as indicated by the surgeon the ringloc + ring would not fit in the retained ringloc shell. Additionally the surgeon indicated he decided to cement the liner in to stop if from popping out, this is also off label use as the ringloc and ringloc + are non cemented systems. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.